Manufacturer narrative:
Engineer's evaluation relayed "based on this investigation, the part left biomet in a conforming condition and it appears that the fracture of this instrument is from a bending overload as noted in other previous investigation reports of similar fractures with this instrument. An ecr was initiated in (B)(6) to address this type of fracture." Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found one other complaint for this lot, cmp-(B)(4). No trend was identified. Investigation results relayed to biomet poland via etq. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-1500 recommendations for the care and handling biomet surgical instruments and instrument cases list under possible adverse effects: ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the vanguard locking bar inserter fractured.